Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo, concentric target lesion was located in the left circumflex artery. A 7fr fl 3.5 sh wiseguide guide catheter was placed and the 20mm x 3.50 liberte bare stent delivery system (sds) was introduced. During advancement of the sds in the catheter, the stent dislodged from the balloon but remained inside the guide catheter. The guide catheter and stent were removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.